Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus korea co., ltd. (Okr) for evaluation. Omsc determined that error e110 was caused by a temporary malfunction because it did not recur during the inspection by okr. Error e110 means that the optical filter has failed, and a temporary malfunction may have occurred due to deterioration of the solenoid due to repeated use for a long period of time, because more than five and a half years have passed since the device was manufactured. Omsc determined that all front panel led diode failures were caused by the user. It was not confirmed during the inspection of the device by okr, but from the photos provided by okr, omsc confirmed that there were chemical marks on the front panel. All led diodes on the front panel may have failed due to the user pouring liquid on the device. In addition, it is possible that the endoscope image was not displayed because the connection part of the video connector socket was worn and loosened due to the forcible attachment or detachment of the endoscope connector. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the phenomenon reported by the user could not be reproduced. The output socket was loose. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the error e110 occurred indicating that the optical filter was damaged. This error e110 is caused by damage to the video system center. In addition, all the led diodes on the front panel failed. There was no report of patient injury associated with the event. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the endoscope image was not displayed when the endoscope was moved after the endoscope was connected, due to loose video connector socket.